Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. An x-ray taken indicated a potential setscrew issue was to blame. The s-ICD has been programmed off and remains in service. No adverse patient effects were reported.